Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 06 jan 2022: the balloon was a 018 crosstella balloon. The balloon was completely deflated according to the physician. There were kissing iliac stents present in the patient. They think the stent strut may have damaged the sheath causing the issue. The procedure was an r2p superficial femoral artery (sfa) lesion treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr r2p destination slender was returned for product evaluation. The returned product included the sheath and dilator. The balloon used was also returned. The sample was subjected to visual analysis. The tip of the sheath was blocked with dried blood-like substances. The sheath was found to be accordioned from 0.5cm to 11.6cm from the sheath hub. The sheath also had a pinch from 57.4cm to 59.0cm from the sheath hub. There were signs of stretching and kinking along the length of the sheath shaft. The complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be confirmed. The likely root cause is the balloon was not fully deflated or blood was not aspirated from the sheath prior to removal of the balloon. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. An action item was initiated to address the occurrence breach.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the balloon was stuck in r2p destination sheath and the sheath began to accordion. The sheath had to be removed from patient as it was leaking from the damage. The procedure was aborted, and the patient was in stable condition. The estimated blood loss was less than 250cc. Additional information was received on 18nov2021. The user facility stated that they believe the issue was specifically with the sheath (no allegation against balloon). They were doing a radial to peripheral case and were treating a superficial femoral artery (sfa) lesion in the right leg. The patient had bilateral common iliac stents that had been placed prior to the procedure. They stated they believe that the stent strut may have damaged the sheath causing the issues.